Manufacturer narrative:
The biomedical engineer (bme) reported that the 2nd floor med surg central nurse's station (cns) will have its gz telemetry transmitter intermittently dropout live data, one at a time, not long enough to trigger a comm loss error message, but long enough to cause noticeable missing waveforms in the review data. No patient harm was reported. Investigation conclusion: follow up with the customer revealed that this behavior started at 8:30 am and ended at 9:00 am on the day of the event. This timeframe coincided with a construction crew turning off an electrical panel, and the issue had not reoccurred. An issue with the hospital interfacing due to the electrical panel being turned off is the most probable explanation for the customer's complaint. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 04/07/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 04/13/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 04/16/2026 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the 2nd floor med surg central nurse's station (cns) will have its gz telemetry transmitter intermittently dropout live data, one at a time, not long enough to trigger a comm loss error message, but long enough to cause noticeable missing waveforms in the review data. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the 2nd floor med surg central nurse's station (cns) will have its gz telemetry transmitter intermittently dropout live data, one at a time, not long enough to trigger a comm loss error message, but long enough to cause noticeable missing waveforms in the review data. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the 2nd floor med surg central nurse's station (cns) will have its gz telemetry transmitter intermittently dropout live data, one at a time, not long enough to trigger a comm loss error message, but long enough to cause noticeable missing waveforms in the review data. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2026 emailed customer via microsoft outlook for all items under the no information section. No reply was received.